Event description:
The electrosurgical pencil continued to run after button was released. The pencil was replaced. There was no harm to patient. Additional device information is not available.

Manufacturer narrative:
The suspect device is not available for evaluation. Conmed (B) (4) is unable to confirm the reported event.